Event description:
Ous MDR - it was reported that oversensing with artifacts was observed approx. 11 months after implantation. During explant, the stylet could not be fully inserted into the lead lumen.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the analysis of the lead, it was detected that the insulation of the lead body was massively damaged about 30 cm distal of the df4 connector pin due to squashing. In this area, the coating of the rope conductor to the rv shock electrode showed damages. The damaged insulation led with high probability to the observed interference artifacts. The observed damage pattern requires an excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The additionally detected deformation of the distal shock coil is most likely a result of the explantation. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.